Manufacturer narrative:
Site dr. (B)(6) declined to provide patient demographic information. Return requested. Replacement radiolucent frame mount arm shipped to site 06/24/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, it was so difficult to fasten the screw when the stealthair was attached to the radiolucent frame mount arm. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect radiolucent frame mount arm finds that the arms mounting threads are visibly damaged at entrance into threaded hole. This causes binding and increases the resistance to thread the mating part. The reported event was confirmed to be caused by a mechanical failure. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.